Event description:
The pt was on the way to the hosp when the stance phase damping of the knee joint failed. The pt fell and incurred a splintering of the bone which had to be operated on in the hosp. Possible reason for the failure was a defect of the c-leg tube adapter.